Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 899 mg/dl. Customer was not able to bring blood glucose down due to max bolus being set too low and was not able to deliver sufficient insulin. Customer had symptom of difficulty breathing and feeling weird. Customer was hospitalized due to diabetic ketoacidosis and heart attack. Customer was wearing insulin pump at the time of hospitalization. Insulin pump passed displacement, self-test and high pressure test. Customer was advised that insulin pump was working as designed and that high blood glucose may have been caused by a site issue.